Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited noise and out of range pacing impedance. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.